Event description:
It was reported that some time during an interventional procedure, a versacore guide wire separated into two pieces. The proximal part of the versacore guide wire was removed and the patient went to surgery in an attempt to retrieve the distal part of the versacore guide wire. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.